Manufacturer narrative:
Unit received with all operating currents within specification and passed functional testing including the rewind test, self-test, unexpected restart error test, basic occlusion test, occlusion test, prime test, excessive no delivery test and displacement test. Also, unit passed the delivery accuracy test. No possible over/under delivery anomaly noted. Unit had minor scratched lcd window, cracked reservoir tube lip and stained address/serial number label.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
Customer reported via phone call for high blood glucose. Blood glucose at the time of incident was over 400 mg/dl. Current blood glucose was 266 mg/dl. Customer reported blood glucose is in the 260 mg/dl. Customer reviewed all the settings and all were exactly the same but the new insulin pump has caused her to go high over 300 mg/dl so she discontinued. Customer said there were some air bubbles in the tubing. The customer experienced symptom such as vomiting. Customer treated for high blood glucose with manual injection. Customer reports they have not contacted their healthcare provider regarding the high blood glucose. Based on customer report proceeding in troubleshoot per customer alleging possible pump under delivery. Customer is not calling back to perform an high pressure test. The insulin pump will be returned for analysis.